Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026 (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was administered with antibiotics (type, date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection and wound dehiscence at the implant site.